Event description:
Orig surg in 2004. Medium activity. Allegedly patient reported suddenly increased pain. X-ray showed a fracture modular neck.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00059. This event occurred in another country.